Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed no damage or anomalies to the balloon. The balloon had been inflated and was not refolded. The distance between the proximal and distal markerbands was measured and found to be within specification. Several attempts were made to inflate the balloon, however, these attempts were unsuccessful. The device was immersed in hot water, however all additional attempts to inflate the balloon failed. The blockage appeared to be located somewhere inside the hypotube. There were no kinks noted along the entire length of the shaft. The balloon length appeared within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure the balloon expanded beyond the proximal markerband. The 80% stenosed lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The vessel was diffusely diseased with multiple stenoses in multiple places. The most critical stenosis was in the middle of the mid lad. The physician advanced the 12mm x 2.5mm maverick balloon catheter and pre-dilated the distal lesion. The maverick balloon was inflated to 6 atms for 8 seconds and then 6 atms to 14 atms for 28 seconds. During pre-dilation, it was noted that maverick balloon inflated beyond the proximal marker band. Next, a 2.5mm x 15mm non-bsc stent was deployed using 20atms. Once the stent was deployed the physician noted that both a proximal and distal edge dissection occurred. The physician advanced a 2.25mm x 28mm non-bsc stent through the first stent and deployed it using 10 atms. The 12mm x 2.5mm maverick balloon was advanced inside the 2.25mm x 28mm non-bsc stent and inflated using 20 atms to post-dilate with a ¿good result¿. Two additional stents were deployed in the lad to complete the procedure. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure the balloon expanded beyond the proximal markerband. The 80% stenosed lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). The vessel was diffusely diseased with multiple stenoses in multiple places. The most critical stenosis was in the middle of the mid lad. The physician advanced the 12mm x 2.5mm maverick balloon catheter and pre-dilated the distal lesion. The maverick balloon was inflated to 6 atms for 8 seconds and then 6 atms to 14 atms for 28 seconds. During pre-dilation, it was noted that maverick balloon inflated beyond the proximal marker band. Next, a 2.5mm x 15mm non-bsc stent was deployed using 20atms. Once the stent was deployed the physician noted that both a proximal and distal edge dissection occurred. The physician advanced a 2.25mm x 28mm non-bsc stent through the first stent and deployed it using 10 atms. The 12mm x 2.5mm maverick balloon was advanced inside the 2.25mm x 28mm non-bsc stent and inflated using 20 atms to post-dilate with a "good result". Two additional stents were deployed in the lad to complete the procedure. No patient complications were reported and the patient's status is stable.